Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Log file analysis revealed six (6) controller power up events with no motor starts logged on (B)(6) 2018, between 13:02:29 to 13:13:53. Each controller power up event was followed by a vad disconnect alarm because the controller was the backup controller. The alarm file revealed that the first vad disconnect alarm was logged at 13:02:35 with an adapter connected to power port two (2). Failure analysis of the controller revealed hairline cracks around power ports one (1) and two (2) during visual inspection under 10x magnification. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an investigation, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. The controller passed functional testing; the controller did not sound the no power alarm after correctly powering down the controller (disconnecting both power sources with an alarm adapter connected). Supplemental testing was performed, which included a rigorous visual inspection with a microscope of the internal battery circuitry. No anomalies were noted during this inspection. The reported event could not be confirmed during functional testing. However, an attempt was made to simulate the reported event on a known good controller power board and the issue was successfully simulated under controlled conditions. It was observed that a specific resistor in the no power alarm circuit can trigger the no power alarm if the resistance of the component increases erratically. Based on available information, a possible root cause of the reported event can be attributed to a resistor in the no power alarm circuit exhibiting erratic electrical behavior. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's backup controller sounded a no power alarm in clinic without any interaction from the staff or patient. It was further reported that the controller was in a carry bag and no power sources were connected. The alarm was silenced after a power source was connected and an alarm adapter used. The controller was removed from service. No patient complications have been reported as a result of this event.